Manufacturer narrative:
The root cause of the positioning issues could not be determined as insufficient clinical details were provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 76-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient was on impella cp support in association with experiencing gallstones, chest pains, and liver dysfunction. While on support, the pump pulled back into the aorta and was unable to be repositioned. The pump was replaced to resolve the issue.